Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging that a simplygo mini device was returned to the manufacturer service center with the allegation that the charging cord was broken. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation of the device at the service center, it was found that the ac adapter (with no disconnection observed) showed a tear in the cable bushing at the base. Some internal lines were exposed, but the core wire remained intact, and there was no risk of electric shock at that time. Additionally, the ac cord was included, and multiple brown stains were noted on the bushings of both the connector and the ac adapter. When the ac cord was connected to a power supply, energization was achieved without any issues. Although the ac adapter showed no disconnection, the tear in the bushing confirmed partial exposure of internal lines. Because the ac adapter connection is an older type, energization could be confirmed, but operation with the simplygo mini could not be tested. Based on these findings, it is suspected that repeated loads, such as pulling near the base of the ac adapter cable, may have caused the exterior to tear, though the exact cause could not be determined.